Event description:
The facility representative reported failure code 538. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:the condition of fail code 538 was confirmed. This fail code was caused by pinched speaker wires. The speaker harness was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.